Event description:
The customer reported images intermittently disappear. No patient injury was reported.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 364 mg/dl and 177 mg/dl. Customer treated himself with insulin based on the reading of 177 mg/dl. The following morning, the customer tested at 71 mg/dl. Customer stated, he felt a little low at that time, but was able to make breakfast for himself and ate breakfast, which brought his blood sugar into normal range. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.